Event description:
The complainant alleged that the paramedics were attempting to defibrillate a 2.5 year old male pt. They alleged that they tried to defibrillate six times at 30 joules. The unit charged up, but was unable to discharge. No error messages appeared on the screen. They replaced the pads and were successful in discharging the device. The complainant indicated that the pt is in the hospital with serious brain damage. The complainant has not indicated whether the alleged inability to discharge the defibrillator caused or contributed to the patient's condition. In addition, the pre-existing condition of the pt is unknown.